Manufacturer narrative:
Follow-up #2 date of submission 07/27/2016 - device evaluation: in q2 2016 13 pumps were returned and investigated. There were 5 instances of power with damage found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Of the 140 allegations of a malfunction, 94 pumps were returned to animas and investigated. Of the investigated pumps, 92 were found to be malfunctioning due to damage to the battery compartment and/or battery cap. During investigation for unrelated allegations, there was 1 additional power - damage failure revealed during product investigation due to a stuck battery cap.

Event description:
This report summarizes <noe> 140</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a power - damage issue. These reports were received from various sources. The patients associated with this allegation ranged from 10-77 years of age and between 42 and 350 pounds. Of the reported patients, 57 were male, 83 were female, and 0 were unknown.

Manufacturer narrative:
Device evaluation:in quarter 2 of 2019, there were 1 instances of power - damage failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Follow up #1 06/15/2016: of the 140 allegations of a malfunction, 94 pumps were returned to animas and investigated. Of the investigated pumps, 92 were found to be malfunctioning due to damage to the battery compartment and/or battery cap. During investigation for unrelated allegations, there was 1 additional power - damage failure revealed during product investigation due to a stuck battery cap. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 140 malfunction events. A review of the events indicated that the one touch ping model pump experienced a power - damage issue. These reports were received from various sources. The patients associated with this allegation ranged from 10-77 years of age and between 42 and 350 pounds. Of the reported patients, 57 were male, 83 were female, and 0 were unknown.

Manufacturer narrative:
Follow-up #3 date of submission 01/26/2017 - device evaluation: in q4 2016 there were 3 additional instances of power with damage during investigation of pumps returned under this report. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow up #4 07/28/2017 device evaluation: in q2 2017, there were 2 instances of power issues where the pump was damaged found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Device evaluation:in quarter 3 of 2018, there were 1 instances of power - damage failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.